Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient wanted their ¿cns electrostem¿ device removed and stated it was defective. It was stated "my electronic implant' failing cns" but the statement was unclear. The patient reported ¿spells¿, ¿fatal edema¿, and ¿lupus-like symptoms¿ and alleged it caused ¿episodes of weight loss and leg swelling 2x¿. It was noted that complaints were made on social media. No further information was unavailable at the time of this report. Additional information would be updated as received.